Manufacturer narrative:
(B)(4). Date of original implant is not known. 3 cables were broken. Revision surgery was done successfully on an unknown date. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The received x-ray shows that the implants broke/cracked inside the body; the complaint therefore has been determined to be confirmed. The available x-ray does not allow any determination of the breakage root cause of the implants. The products were not returned and no lot numbers was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported the 1.7mm cable with crimp broke post-operatively. It was reported that the cable was broken post-operatively. It was further reported that three (3) cables were broken. Revision surgery was done successfully. This complaint involves 3 part. This is report 2 of 3 for complaint (B)(4) revision surgery is needed.